Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that an event occurred in which image transmission could not be performed during navigation. The imaging acquisition system (ias) and navigation system were restarted and images were taken again. After the operation, the database was initialized and the lan cable was replaced. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 1.3.2, ubd: , UDI#: h3: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, d02 are applicable. If information is provided in the future, a supplemental report will be issued.